Event description:
Event description boston scientific received information that during a clinic visit, a review of the electrograms from this device revealed an episode of ventricular loss of capture. It appeared to be a one-time occurrence and the patient was not symptomatic. The automatic capture feature was programmed on. The field representative forwarded the electrogram to technical services for review.

Event description:
Boston scientific received information that during a clinic visit, a review of the electrograms from this device revealed an episode of ventricular loss of capture. It appeared to be a one-time occurrence and the patient was not symptomatic. The automatic capture feature was programmed on. The field representative forwarded the electrogram to technical services for review.

Manufacturer narrative:
Technical services forwarded the electrogram to engineering for review. They could not identify the cause of the loss of capture, however they did indicate that evoked response may not have been picked up. The patient will continue to be monitored and they plan to do a hex dump at the next scheduled follow-up. No additional information is available at this time. If additional information becomes available, the event will be reopened. Additional information was received that the device was explanted for an unknown reason approximately six years later. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.